Manufacturer narrative:
Suspect device: multiclix lancet device.

Event description:
Customer states the lancet does not retract into the multiclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided to indicate where issue was discovered.